Manufacturer narrative:
(B)(4). Batch # t5d40r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b unfired cartridge loaded on the device. In addition another gst60d reload (b) was received partially fired 1/16, with 6 double driver missing and 3 single driver missing. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge it is also possible that handling by the customer could dislodge the cartridge drivers. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, the device could not be fired at the 2nd firing, and the jaw did not open. The device was used on the lung. The manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient.